Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. Allegedly, the battery compartment was cracked. There was no reported damage to the battery cap or evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed one reboot following a replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. Reboots occurred with the battery cap. A test cap was used and was able to fully attach on to the pump. The pump was then exercised for 24 hours with no power loss. The pump cover was opened and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored.